Manufacturer narrative:
Calibration was last performed on 27-jul-2024 and was acceptable. Qc was outside of the acceptable range. This suggests a reagent or instrument issue. The customer used a centrifugation time of 5 minutes and 30 seconds at 2600 revolutions per minute (rpm). Based on the type of sample tubes used, the centrifugation time may be too short and the speed may be too slow. Multiple conspicuous alarms were observed on the alarm trace from the day of the event. The field service engineer (fse) performed liquid flow path cleaning. The fse performed an air purge, prime flow path, calibration, measuring cell prep, and an instrument check. The customer performed qc. The service actions resolved the issue.

Manufacturer narrative:
The tsh reagent lot number was 76836101 with an expiration date of 31-may-2025.

Event description:
The initial reporter questioned the results for qc and 11 patient samples tested for elecsys shbg, elecsys pth, elecsys total psa, elecsys free psa, and elecsys tsh (tsh) on a cobas e 801 analytical unit. Qc issues were noted after the initial results were received; the samples were repeated. Discrepant results were provided for 1 patient sample tested for tsh. The initial result was 4.47 uiu/ml. The repeat result from a different e801 module was 5.46 uiu/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.